Event description:
It was reported that the pacing lead impedance of the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system had sharply increased over the course of one month. Technical services (ts) analyzed device data and found that the impedance had increased form 500 ohms up to 1900 ohms. There was a stored signal artifact monitor (sam) event with oversensing of respiratory rate noise along with out of range atrial impedance of greater than 2500 ohms. The noise was not present on the presenting electrogram (egm) but could be reproduced with isometrics in clinic. Ts advised to discuss further with the patient's physician. It was noted that a lead fracture was suspected but could not be confirmed at this time. No additional adverse patient effects were reported. Currently, this ICD system remains in service.

Event description:
It was reported that the pacing lead impedance of the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system had sharply increased over the course of one month. Technical services (ts) analyzed device data and found that the impedance had increased form 500 ohms up to 1900 ohms. There was a stored signal artifact monitor (sam) event with oversensing of respiratory rate noise along with out of range atrial impedance of greater than 2500 ohms. The noise was not present on the presenting electrogram (egm) but could be reproduced with isometrics in clinic. Ts advised to discuss further with the patient's physician. No additional adverse patient effects were reported. Currently, this ICD system remains in service.